Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "scan error" message with the adc device. The customer experienced hypoglycemia with seizure and loss of consciousness and was treated with 1 mg glucagon administered by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Communication was attempted between returned sensor and known good reader. Scan timeout error message was observed. The reader was de-cased and visual inspection was performed and liquid contamination on pcba (printed circuit board assembly) was observed. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "scan error" message with the adc device. The customer experienced hypoglycemia with seizure and loss of consciousness and was treated with 1 mg glucagon administered by family member. There was no report of death or permanent injury associated with this event.